Manufacturer narrative:
Concomitant medical products: imw15q lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant of the implantable pulse generator (ipg) the patient experienced an infection. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.